Event description:
It was reported that during an unknown procedure the stapler was inserted, connected to the anvil, and positioned/tightened ready for firing without issue. Safety was then removed but upon trying to fire, nothing happened. The surgeon released, then tried again, but the device would still not fire. The stapler was then manually removed from the anvil. A new device needed to be opened and connected to the first anvil which was still in place inside the patient. This proceeded to fire without issue. Procedure extended slightly whilst the above occurred. No significant negative impact to patient, though has been given additional antibiotics due to trocar having been reinserted.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the correct product code and lot/batch number for the product reported? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.